Manufacturer narrative:
H3: product analysis: evaluation of the device could not reproduce the malfunction of loose rubber ring. However it was noted that the internal tube bearings were detached, laser markings and color bands are faded and the leg is worn on the top. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that rubber ring inside the device is loose. There is no patient impact.